Manufacturer narrative:
(B)(4). The patient was scheduled for exercise testing. A request was sent to the local representative for additional information.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was following up on a young patient that was seen by a colleague. This device recorded an untreated episode#001 on (B)(6) 2017 (21:10:56) and a treated episode#002 (therapy exhaustion, post-five shocks) on (B)(6) 2017 (01:17:06). The patient's medical history is significant for wolff-parkinson-white (wpw) with hypertrophic obstructive cardiomyopathy (hocm). It appears that the patient may have been exercising when this product experience occurred. A review of the stored electrograms found that the qrs morphology appears to have diminished and go into a bundle. The qrs morphology changes following shock delivery. The patient developed some no-sustained ventricular tachycardia after the fourth shock was delivered. The colleague was planning have the patient demonstrate their activity (jumping jacks) and possibly reproduce the rhythm. The local representative suspects that the patient rhythm was a rate-related bundle. Ts reviewed the episodes and agreed with the colleague's plan. It was noted that the device's smartpass feature was not programmed on at the time of the episodes and the shock impedance was slightly elevated at 118 ohms. The device's sense vector at the time shock therapy was programmed to secondary. Ts was informed that the device's smartpass feature was now reprogrammed on. The s-ecgs appeared adequate in primary and secondary sense vector.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information from the local representative that exercise testing was performed on (B)(6) 2017. The device's sense vector was manually reprogrammed to primary. Patient isometrics (jumping jacks) was performed. Additionally, the patient underwent treadmill testing. In both situations, no inappropriate sensing was identified. No further intervention was required.